Manufacturer narrative:
Olympus followed up with the user facility to gather add'l info regarding this report. The user facility provided conflicting info as to the extent of the image loss. The device referenced in this report was returned to olympus for eval. The eval confirmed that the image was foggy. Fluid was found in the objective lens, and the device failed leak testing. A cut was observed in the bending section. Based upon the findings of the investigation, the device fluid invasion in the distal end was a result of the bending section cut. The device has been refurbished. The device reprocessing manual advises users to perform leak testing during reprocessing to prevent potential fluid invasion. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic gall bladder procedure, the image became foggy to the extent the users could no longer visualize the image. The intended procedure was completed with a different unidentified type of endoscope. There was no pt harm reported.